Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head totally loose [device connection issue]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2017 that he'd/she'd been using an oral-b power rechargeable toothbrush handle triumph for 10 years, and the oral-b brush-heads, version unknown that he/she bought didn't fit on his/her toothbrush; the consumer elaborated that it was totally loose. No symptoms developed. Relevant history: none reported. No further information was provided.